Event description:
Provider advised weld broken on frame. Please see additional information provided on this incident. No injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model t4x24rda, serial number/date (B)(4) is approximately 3 years, 3 months old. The owner's manual part number 1110558, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Please note: a call was placed to the reporter of this event. It was learned in speaking with the reporter that while the end user was seated in the chair, someone was pushing her over a curb when the weld broke. This manual wheelchair was brought in to be serviced. The chair has been serviced and is in end users' residence. He could not provide any further information nor any demographics.